Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states that he doesn't receive low battery alarms anymore that the pump just turns itself off so he would put a new battery in the pump and receive batt out limit and low reservoir alarms. Customer states that the pump is going dead on him without warning. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The insulin pump will not be returned for analysis.